Event description:
It was reported to the arjohuntleigh clinical manager by the pt's husband that his wife developed a rash and blisters bilaterally on both legs (from ankle area to below the knee bilaterally) after using the flowpress full leg garments (exact garment unk); medication and wraps were prescribed. Skin condition is unresolved to date.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh (B)(4) on behalf of the MFR arjohuntleigh, a branch of (B)(6). The husband also stated that his wife's skin is very sensitive and that they have contacted her physician and therapist following her, and are seeking a garment made out of different material or something that can be applied as a barrier between her skin and the garment (ie cotton stockinette). Arjohuntleigh's clinical mgr referred them back to her physician and therapist that a stockinette could be an option and encouraged to discuss with them. Add'l info will be provided following the conclusion of the MFR's investigation.